Manufacturer narrative:
Concomitant medical products: 429678 lead implanted (B)(6) 2013; dtma1d1 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was sensing electromagnetic interference on the far field signal. It was also noted there was oversensing on the right ventricular (rv) lead resulting in inhibition of pacing. Provocative testing was performed and was unable to reproduce the electromagnetic interference. The device and lead remain in use. No patient complications have been reported as a result of this event.